Manufacturer narrative:
Additional information received on 26 october 2016 from the initial reporter and includes: the pathogen name is staphylococcus epidermidis. Batch reviews performed on 26 october 2016. Lot 112106: (B)(4) items manufactured and released on 16 september 2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Gmk-primary tibial tray fixed cemented size 4 left, code 02.07.1204l, lot. 121946 (k090988). (B)(4) items manufactured and released on 02 august 2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 4 / 10 mm, code 02.07.0410fuc, lot. 111405 (k090988). (B)(4) items manufactured and released on 15 july 2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary patella resurfacing size 2, code 02.07.0034rp, lot. 124095 (k090988). (B)(4) items manufactured and released on 19 december 2012. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon removed all medacta hardware and input an antibiotic spacer. The date in which the medacta products were explanted is unknown. On (B)(6) 2016 the surgeon implanted permanent implants. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is being submitted to notify that this report has been deleted from medacta database due to the following reason: the left knee was never revised. Revisions on right knee already reported in mdrs 2016-00366 and 2016-00672.